Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that the ilet touchscreen was unresponsive and the device could not be unlocked despite troubleshooting. A replacement pump was arranged. No symptoms were reported, and no medical intervention was required.